Event description:
The company received a complaint that during a colonoscopy procedure, the torrent scope connector malfunctioned and sprayed water all over the procedure room and scope processor. As the physician was surveying the colon, the video screen went black. The nurse and tech checked the processor and reported that it was completely soaked and had shut down. The tech was not sure what had happened but guessed that the connector had been bumped. The physician and tech had to continue the procedure in a different endoscopy room. The customer reported no harm to the pt.

Manufacturer narrative:
The actual device involved in the event was discarded, however, analysis of complaint data indicates no other reports for this product lot number.